Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. The customer applied more force to the wake button to resolve the issue. Additionally, it was reported that the pump touch screen was unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended and customer continued to use the pump for insulin therapy. Customer's blood glucose level was 199 mg/dl.